Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg was unable to communicate with a charger. An abbott representative confirmed the issue by using different charger. However, the ipg was able to communicate with a programmer. Further, surgical intervention is planned for ipg replacement at a later date.